Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/1/2021. H.6. Investigation: bd received a 16 gauge insyte autoguard unit from lot 0111316 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut near the catheter tip indicative of the needle piercing through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect of the needle piercing through the catheter tubing. Unfortunately, a definitive root cause could not be determined as this defect could have originated during the manufacturing process or in the clinical setting.

Event description:
It was reported that insyte autoguard gray 16ga x 1.16in catheter tip opened. The following information was provided by the initial reporter: catheter's tip has opened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard gray 16ga x 1.16in catheter tip opened. The following information was provided by the initial reporter: catheter's tip has opened.